Manufacturer narrative:
H6, medical device problem code: a0401 has been added.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this is one of two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h.10 for the related report number.

Event description:
The complainant reported that a patient implanted with an impella 5.5 encountered a pump stop and catheter product damage. The pump stops resolved without intervention. Upon removing the device through the graft, the catheter snapped into two parts. The patient was taken to surgery to remove the other portion of the catheter in graft. Impella support continues.